Event description:
Received info from distributor that there is a complaint of an inflammatory response postoperatively.

Manufacturer narrative:
Have made several attempts to obtain lot info and details surrounding complaint with physician without response.